Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date. Updated fields: h2, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air/water-cylinder (tube) has foreign objects" and "air/water-tube has foreign objects" is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited air/water-cylinder (tube) has foreign objects and air/water-tube has foreign objects. There was no patient involvement.